Event description:
It was reported that an iLet user received an ¿unable to proceed¿ alert while attempting to fill the tubing and confirmed Alert 38 indicating a motor stall, and the user was unable to complete a dry run, consistent with a failure to infuse associated with the motor component. Symptoms included hyperglycemia reaching 347 mg/dL and dry mouth. Outcomes included an unexpected medical intervention requiring subcutaneous insulin administration and characterization of the event as a serious injury or illness. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications-related problem and a failure to infuse traced to the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.